Event description:
(B)(4).

Manufacturer narrative:
The device was returned to the resmed tech svs in (B)(4) and a preliminary eval was performed. The eval showed that a system fault occurred on an astral device indicating a fault. The device was returned to the manufacturing facility located in (B)(4) for an engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed ref #: (B)(4).